Event description:
Event verbatim [preferred term] used the product for 12 hours [device use error], lower back is burnt/got big water zits [burns second degree], , narrative: this is a spontaneous report from a contactable consumer. This patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip) l/xl on an unknown date for lower back pain. Relevant medical history and concomitant medications were not reported. On an unknown date the consumer reported that after 12hours, lower back was burnt and got big water zits and can barely sit now the patient was very disappointed, unsatisfied and worst experience ever as now he/she has to heal and walk around clinics to see how to be treated as it's been 3 days. This product should heal the pain and not make get burn and have more pain and big water zits. The patient further reported that the product made the patient skip work for 1 week because patient couldn't even sit on a chair to work. The blisters were and are still very uncomfortable. The action taken in respond with the event for thermacare heatwrap was unknown. The outcome of the event lower back is burnt/got big water zits was not recovered, of the other event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (09jun2020) new information received from a contactable consumer included: event details (including outcome of the event lower back is burnt/got big water zits updated as not recovered).

Event description:
Event verbatim [preferred term] used the product for 12 hours [device use error], lower back is burnt/got big water zits [burns second degree], narrative: this is a spontaneous report from a contactable consumer. This patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip) l/xl lot number aa2376, expiration date 30nov2021 on an unknown date for lower back pain. Relevant medical history and concomitant medications were not reported. On an unknown date the consumer reported that after 12hours, lower back was burnt and got big water zits and can barely sit now the patient was very disappointed, unsatisfied and worst experience ever as now he/she has to heal and walk around clinics to see how to be treated as it's been 3 days. This product should heal the pain and not make get burn and have more pain and big water zits. The patient further reported that the product made the patient skip work for 1 week because patient couldn't even sit on a chair to work. The blisters were and are still very uncomfortable. The action taken in respond with the event for thermacare heatwrap was unknown. The outcome of the event lower back is burnt/got big water zits was not recovered, of the other event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (09jun2020) new information received from a contactable consumer included: event details (including outcome of the event lower back is burnt/got big water zits updated as not recovered). Follow-up (18jun2020): follow-up attempts completed. No further information expected. Follow-up (06jul2020): new information received from product quality complaints included: lot number and expiry date of the suspect product.

Event description:
Used the product for 12 hours [device use issue], lower back is burnt/got big water zits [burns second degree]. Narrative: this is a spontaneous report from a contactable consumer. This patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip) l/xl on an unknown date for lower back pain. Relevant medical history and concomitant medications were not reported. On an unknown date the consumer reported that after 12hours, lower back was burnt and got big water zits and can barely sit now the patient was very disappointed, unsatisfied and worst experience ever as now he/she has to heal and walk around clinics to see how to be treated as it's been 3 days. This product should heal the pain and not make get burn and have more pain and big water zits. The action taken with thermacare and outcome of the event were unknown. Additional information has been requested and will be provided as it becomes available.